Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call the insulin pump alarmed hardware low level failures. The insulin pump was interrupted by hardware low level failures. Customer blood glucose reading was 175 mg/dl. Troubleshoot was not performed. Insulin pump will be not returning for analysis.